Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the vertek arm for the navigation system was loose. It was reported that the issue occurred at the attachment end and socket joint. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: product, unique device identification (UDI) and associated fields updated to proper value.

Manufacturer narrative:
The FDA codes were updated to reflect the current coding guidelines. If information is provided in the future, a supplemental report will be issued.